Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while stapling of stomach the device did not fire, the green button was depressed but the handle would not advance the I-beam. They attempted to fire a reload with the stapler however, it had failed to fire again. Another stapler was opened and the reloads fired as intended and the procedure continued. There was no patient injury.